Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of returned device complaint history from august 2016 to july 2017 for ¿valve dislodged from balloon¿ of sapien 3 (all sizes) with commander delivery system revealed no other similar complaints. A review of complaint history for the month of july 2017 revealed that the occurrence rate does not exceed the control limits for this trend category. No deficiencies were identified upon review of the instructions for use (IFU), device prepping and training manuals for valve/delivery system preparation, and thv retrieval through sheath steps. During manufacturing, the sapien 3 valve is 100% inspected for manufacturing defects before valve holder and after valve holder attachment. The valve frame is 100% visually inspected for scratches, fracture/cracks, rough surface, pitting, divot, distortion, gap/void/notch, step/wavy cut, burrs/ protrusions and any deformation. Prior to final packaging, 100% visual inspection is performed to ensure there was no damage to the valve from handling after the holder inspection. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Due to no device and/or related imagery/photograph being returned for evaluation, the reported valve dislodgement from the balloon was unable to be confirmed. Without device returned, visual, dimensional inspection and functional testing were unable to be performed; therefore it could not be determined if any manufacturing non-conformities contributed to the complaint. However, a review of the device history records, lot history, manufacturing process, and complaint history did not reveal any indications that a manufacturing non-conformance was the source of the complaint event. Per the training manual, the flex catheter should be completely unflex prior to retrieve the undeployed thv through sheath, as non-coaxial retrieval could results in valve strut being caught on the distal tip of the sheath, preventing the valve to be retracted completely inside the sheath. Similarly, patient with tortuous access vessel could also lead to non-coaxial thv retrieval. Additionally, with the valve aligned on inflation balloon, the overall profile increased, and this may have increase the likelihood of valve being caught on the distal tip of the sheath. Attempt to withdraw the thv under such condition could lead to valve dislodged from balloon as reported in this event. In this case, the reported valve dislodgement from the balloon was unable to be confirmed. No manufacturing non-conformities were identified during the evaluation. Available information suggests that patient (vessel tortuosity) and procedural factors (thv retrieval without fluoro guidance/ non-coaxial retrieval causing crimped valve caught on the esheath¿s tip) may have contributed to this event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(6) registry. The investigation of this event is ongoing. UDI number (B)(4).

Event description:
The 26mm sapien 3 valve dislodged from the balloon during a transfemoral tavr procedure with the commander delivery system. The valve was snared and removed from the patient. The delivery system was prepped with nominal volume. The s3 valve was advanced to the aortic annulus, but there were ¿issues with the guide wire position¿. Before rapid ventricular pacing (rvp), the patient ¿decompensated¿. The s3 valve was pulled back and an attempt to resuscitate the patient was initiated; thinking it was due to aortic insufficiency. However, tee showed a pericardial effusion and an aortogram performed revealed contrast extravasation to the lateral wall of the left ventricle (lv). The delivery system was pulled down to the descending aorta and the chest was opened. They found that the amplatz guidewire had perforated the lv on 2 separate places. They proceeded to repair the perforations with sutures, but the lv tissue was friable and kept on bleeding. While the surgeon was working on the lv repair, the delivery system/crimped valve were pulled into the esheath without fluoro guidance. The plan was to leave the esheath in place to try again with a new system once the lv was repaired. But when the delivery system came out of the esheath it was observed that the valve had been stripped off the balloon inside the patient. Fluoro was used to search for the crimped valve and found it in the descending aorta. The valve was snared and then pulled to the innominate artery were it was able to get it out through the opened chest. Once the lv was repaired, an attempt was tried to take the patient off pump; however, the apex started to bleed again. The apex tissue was friable and the sutures were coming apart. Despite multiple rescue efforts, the patient expired due to the lv perforations. The guide wire manipulations were thought to have caused the lv perforations. The crimped valve likely got stuck on the esheath's tip during removal without fluoro guidance, causing it to be stripped off the balloon. There was no device malfunction.